Manufacturer narrative:
Concomitant: product ID 3776-75, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3776-75, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that impedance testing was performed and the results were within range. It was noted that reprogramming was performed and the patient was receiving effective therapy. It was noted that the cause of the issue was unknown, but "reprogramming seemed to fix the problem." It was noted that no interventions planned or taken. Additional information received reported that on (B)(6) 2014, an impedance check and reprogramming were performed. It was noted that the results were not successful in recapturing the previous stimulation pattern. It was noted that an x-ray would be performed. It was noted that on (B)(6) 2014, the manufacturing representative met with the patient and the physician to review the images and it was determined that the leads had shifted down slightly, but not to a point where surgical intervention was deemed necessary. It was noted that an impedance check and reprogramming was performed and the manufacturing representative was able to capture the previous patterns of stimulation as requested by the patient. It was noted that the patient had not reported any changes or issues since the reprogramming session.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a colonoscopy in the hospital and since then the implantable neurostimulator (ins) "isn't working on the left side of the lower back." It was unknown when this event occurred. It was noted that the manufacturing representative met with the patient and "did a variety of things to try and get it resolved." It was noted that it didn't get resolved, so the patient had an x-ray performed. It was noted that "not nothing worked." It was noted that whenever the patient put the patient programmer up to the ins, she saw a "?". It was noted that during the colonoscopy, 3 polyps were found and removed, but the manufacturing representative didn't think that had anything to do with as to why the device wouldn't work. It was noted that the patient did not have any falls. It was noted that the recharger was able to communicate with the ins and the ins was on. It was noted that the patient programmer was able to communicate with the ins. It was noted that when the patient tried to increase the stimulation, she got the screen prompting her to sync. It was noted that the patient was able to feel stimulation after syncing the device.

Event description:
It was reported that a few weeks prior to report the patient had a colposcopy and endoscopy where polyps were removed and since then the patient states that they can feel stimulation but it did not seem to be doing anything. It was noted that the patient was in pain. It was noted that the implantable neurostimulator (ins) was dead and needed to be recharged. It was noted that the last time the patient charged was a couple of days prior to report. It was noted that the patient thought that the device was turned off during the procedure and turned back on after the procedure. It was noted that the patient experienced a loss of therapeutic effect.